Manufacturer narrative:
(B)(4). On 22 mar 2018, arjo was informed about event which occurred in (B)(6) nursing home in (B)(6). During the resident's transfer, using the maxi sky 600 ceiling lift and the loop sling, the resident (female, weighing (B)(6) kg) slipped out of sling. It remains unclear if she reached the floor. As a consequence of the event, the resident sustained fractures to her legs and required hospitalization. The customer was visited by an arjo representative who performed an inspection of the device. There was no failure identified within the loop sling (model number: tha6i-m-33) or ceiling lift that could have caused or contributed to this event. When reviewing similar reportable events registered during last 5 year (mar 2013 until mar 2018), we have found a limited number of cases with similar fault description - slip out of sling. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are two factors identified that could contribute to a person sliding out from the sling, as following: a) a sling being used that is of a very inappropriate size (several sizes off), b) an obvious wrong application of the sling (e.g.: not according to IFU method of application of the sling, sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). We can rule out using of a very inappropriate size of the sling by caregivers (factor a). The sling of m size recommended for users 45 to 90 kg was adequate to be used with (B)(6) kg patient. Based on the statement given in the incident description form (idf) provided by arjo representative after the visit at the facility, the second scenario (factor b) is considered as related to the investigated event. Following concerns reported by the interviewed person, the sling loops (which allow to attached the sling to the spreader bar) were not crossed properly. The loop slings instructions for use (IFU 001.03680.33.en rev. 4) indicates the proper procedure of sling attachment to the spreader bar. It also describes step by step how to choose the correct size of sling. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur. To conclude, arjo maxi sky 600 ceiling lift and loop sling were used for the resident's transfer when the patient slipped out of sling sustaining a serious injury. There was no technical failure with the lift nor the sling which might have contributed to the event. Based on information collected and observations made by arjo representative, the cause of the reported complaint was related to an inappropriate procedure of the sling attachment.

Event description:
On 22 mar 2018, arjo was informed about event which occurred in (B)(6) nursing home in (B)(6). During the resident's transfer, using the maxi sky 600 ceiling lift and the loop sling, the resident (female, weighing (B)(6) kg) slipped out of sling. It remains unclear if she reached the floor. As a consequence of the event, the resident sustained fractures to her legs and required hospitalization.